Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No history of trauma, but presented 2 months ago with painful right shoulder. During surgery, glenoid component found to be completely loose, with significant glenoid bone erosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that during surgery, glenoid component found to be completely loose, with significant glenoid bone erosion. Patient had stopped taking anti-osteoporosis medication last year, according to surgeon. The device associated to the complaint were not returned for analysis. Metal implants. The analysis does not show an initial defect of the product. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A review of the x-ray provided was performed per wi-7915: no implant fracture or disassociation was noted. It was unlikely that a manufacturing defect was present. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. According to medical doctor, it may simply have been due to insufficient (or deteriorating) bone stock into which it was implanted. Based on the information received and the investigation performed, the root cause of the incident could not be related to a product default. According to the information provided by the surgeon, the root cause could be due to insufficient (or deteriorating) bone stock into which it was implanted. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.